Event description:
It was reported that customer experienced low blood glucose level of 2 mmol/l. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to treat low blood glucose. Customer updated their settings to address the event.